Event description:
It was reported that the customer experienced intermittent issues of the insulin gauge displaying an amount different than expected and static. Customer continued to use the existing cartridge. There was no reported adverse impact to the customer's blood glucose level.